Event description:
Technician alleged the siderail would not latch. No pt impact.

Manufacturer narrative:
The technician found a bent end tube on the siderail. The technician replaced the end tube to resolve the issue.